Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported that her cgm readings were high the entire month of september, and that she did not check her blood glucose with fingerstick as she believed the cgm readings were accurate. On the (B)(6) 2022, the patient self-treated with insulin and she lost consciousness. The patient´s son called an ambulance and when the paramedics arrived at the patient´s home they took a blood glucose reading which was 58 mg/dl and it decreased down to 28 mg/dl by the time they arrived at the emergency room. It is unknown what the cgm was displaying during this time. The patient reported that up on arrival to the emergency room she was put on an IV insulin drip and she was admitted to the intensive care unit (ICU). The patient did not state the reason why the doctor treated her with a insulin drip because she was unconscious at that time. The patient regained consciousness later that night and she stayed in the ICU for monitoring for four days and was treated only with insulin until her blood sugar became stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.